Event description:
It was reported that during a post follow-up with the pt. It was revealed that the pt experienced infection with dehisence. The physician cut suture with medicated ointment. The device remained in the pt. The pt's condition is reported as fine.